Event description:
During service testing, failure code 810:04 (base line too high) was found in the event history. According to the hosp representative there was no pt injury or medical intervention reported. No additional contacts or information was provided.